Manufacturer narrative:
This report is submitted on november 18, 2019.

Event description:
Per the clinic, the patient was experiencing skin inflammation and pain at the abutment site. The patient had a connect to attract conversion on an unknown date.